Event description:
The customer observed falsely elevated magnesium results generated on an architect c8000 processing module for six patients. One patient example was provided: initial result = 8.8 mg/dl, repeat results = 2.1 mg/dl, 2.2 mg/dl, 2.7 mg/dl, and 2.1 mg/dl. Customer reference range is 1.6-2.6 mg/dl. There was no impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed multiple troubleshooting procedures including part replacement but was unable to determine a single definitive part as the cause. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. Ticket trending review did not identify any trends. Review of the product monitoring review for clinical chemistry systems did not identify any similar issues related to the architect system. Device history record review did not identify any non-conformances or potential non-conformances related to the issue. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the architect c8000 processing module, sn (B)(6), was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results generated on an architect c8000 processing module for six patients. One patient example was provided: initial result = 8.8 mg/dl, repeat results = 2.1 mg/dl, 2.2 mg/dl, 2.7 mg/dl, and 2.1 mg/dl. Customer reference range is 1.6-2.6 mg/dl. There was no impact to patient management.